Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurring audible alerts during the night without visible alarms on the device screen, while overnight glucose did not drop below 100 mg/dl and a morning glucose was approximately 277 mg/dl; the device was restarted and the user was advised to monitor. Symptoms included thirst and shakiness associated with hyperglycemia. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of device history and available reports, user interview, and device restart. Investigation of this case revealed no evidence of active alarms or alert records corresponding to the reported times, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.